Event description:
Feeding was started on pt at 30 cc/hr (osmolyte) total to be infused in 8hrs = 240cc. Feeding was started at 2pm. At 2:30 pm pt: started to complain of pain. The supervisor of the unit found that the feeding had totally infused.